Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that a faradrive steerable sheath clear during procedure the sheath aspirated air. After removal of the mapping catheter from the faradrive sheath, the physician noticed air in the sheath. The physician took a 20ml syringe and started to aspirate, only air got aspirated in the syringe. The physician decided to replace the sheath. The procedure was completed without patient complications. The device has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, aspirated air was observed with a faradrive steerable sheath clear. After removal of the non-boston scientific mapping catheter from the sheath, the physician noticed air in the sheath, through the valve. The physician took a 20-milliliter syringe and started to aspirate the sheath, but only air aspirated in the syringe. The physician decided to replace the sheath and the procedure was completed without patient complications. The device is expected to be returned.